Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the on/off switch did not work and the device would not turn on. The problem, as reported to olympus, was identified on reprocessing of the device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the power cord had not been connected, the lamp cover had been removed or had not been closed firmly, or the power switch of the mobile workstation had been off. Although the service staff contacted the customer to receive the device, no answer was received from the customer to-date. This issue is addressed in the instructions for use (IFU): "the power fails to turn on. Possible cause: (1) the power switch is not turned on. (2) the power cord is not connected. (3) the lamp cover is not closed firmly or removed. (4) the power switch of the mobile workstation is off. Solution: (1) turn the power switch on. (2) connect it to a wall mains outlet as described in section 3.8, ¿connection to the ac mains power supply¿. (3) close the lamp cover firmly described in section 6.3, ¿insertion of the lamp¿. (4) turn the power switch of the mobile workstation on."